Event description:
A nurse reported that during surgery, lens would not deploy. The cataract procedure was completed on the same day after switching out the iol. The cartridge tip did enter eye, and it was loaded with recommended amount of company viscoelastic. There was no patient harm. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).